Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, error 224 (camera head communication error code) showing on monitor, chipped packing cab, leakage between the video connector and the camera cable, and failed water leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the intermittent image was due to a faulty ccd (charged coupled device), the error e224 (camera head communication error code) appeared due to a bad cable/connector. The most probable cause was traced to a component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had white boxes in the corner. The event occurred during set up / inspection for use. There were no reports of patient involvement.